Manufacturer narrative:
H6: investigation summary: one sample (model #20127e) was returned by the customer. It was reported by customer that "pump kept alarming occluded patient side, bedside rn checked line and port, flushed port and had positive brisk blood return, pump alarmed again multiple times, rn verified no kinks in line, rn tried flushing before the 1.2 micron filter and noted resistance when flushing." For bd testing, a bd primary set was primed with a solution of 85% glycerin / 15% water. Then the filter extension set was then connected to the primed primary set, and attempted to be primed. The filter was very slow to prime, but seemed to be primed after about 30 minutes. An infusion was attempted at 200 ml/hr, but the pump alarmed immediately starting the infusion. The filter extension set was attempted to be flushed using a bd 10 ml syringe, but was met with some resistance. A quality notification was sent to the supplier, and the sample was sent for further investigation. Per the supplier, it was observed that there was discoloration of both vent membrane coupons. The filter was then primed, which showed leakage from both vent membrane coupons. The filter was then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. Following the treatment, the filter was then primed with no leakage observed from the vent coupons. An air vent and pressure hold test were then both successfully completed. Following this, a flow rate test was completed which showed a reduced rate of flow compared to the typical flow rate. The reduced flow rate has likely been caused by customers fluid plugging the membrane during use leading to the flow difficulty in the filter. Due to this not being deemed a manufacturing root cause there will be no further actions taken at this time.

Event description:
It was reported that the bd smartsite¿ extension set occluded. The following information was provided by the initial reporter: tpn pump kept alarming, occluded patient side.

Event description:
It was reported that the bd smartsite¿ extension set occluded. The following information was provided by the initial reporter: tpn pump kept alarming, occluded patient side.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.